Manufacturer narrative:
A supplemental report is being submitted for additional information for b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received and there were no deaths with these patients within one year.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/54 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: predicting sepsis in heart failure patients supported by left ventricular assist devices: the role of ve-cadherin and adam10. International journal of molecular sciences. 2026. 27, 563. Doi: 10.3390/ijms27020563 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the efficacy of vascular endothelial cadherin (ve-cadherin) and metalloproteinase domain-containing protein 10 (adam10) for predicting sepsis in ventricular assist device (vad) patients. The authors described patients who developed sepsis and the plasma ve-cadherin and adam10 levels were significantly higher in the sepsis group relative to the non-sepsis group. There were some patients who died within one year; however, the specific causes of death were unknown. There were patients who experienced sepsis within the first 30 days after implant and others between 30 days and post-operative day 180. Some patients with sepsis met the criteria for septic shock and required vasopressor therapy and others developed acute respiratory distress syndrome (ards) and required extracorporeal membrane oxygenation (ECMO) support due to cardiogenic shock or mechanical ventilation. Identified infections included bacteremia from urinary tract infections and pneumonia. There was one case of device-related endocarditis and other cases of device-related bloodstream infections which originated from the percutaneous driveline exit site. The status of the vads is unknown. No additional adverse patient effects were reported.